Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer reported insulin flow blocked alarms for 3 sets and recurring issues.  Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether customer will continue to use the pump or not and insulin pump will not be returned for analysis.